Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient manually spun the subcutaneous implantable cardioverter defibrillator (s-ICD) which resulted in the electrode being pulled back into the device pocket. A revision procedure was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient manually spun the subcutaneous implantable cardioverter defibrillator (s-ICD) which resulted in the electrode being pulled back into the device pocket. A revision procedure was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.